Event description:
It was reported by the patient that since surgery (B)(6) 2012, I have experienced pain, slippage and instability right knee.

Manufacturer narrative:
The patient indicated that triathlon knee components were implanted. No additional information is available at this time because the case has been sent to stryker orthopaedics legal affairs department. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device remains implanted.